Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  It was observed that the internal hlc batteries had depleted to zero and no longer provided power to the device.  It was also observed that the charge-pak was unable to charge the hlc batteries any longer.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue.  The customer was then advised to replace their device as their device is no longer under warranty.  The customer's device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak).  With all three icons showing, the device likely does not have sufficient power to provide effective defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.